Event description:
After iabp for five hrs, the iab leaked. Blood was noted in the tubing. On 12/15/97 it was reported that a sound was heard coming from the catheter but the pump never alarmed. Blood was noticed in the catheter. During pumping, augmentation was lost and the pump never alarmed gas loss. [Event complications]: none from the event-reported 11/13/97 and 12/15/97. [Pt's current status]: unk-rpt'd 11/13/97.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/15/98).